Event description:
Additional information was received that the patient's seizures were due to the generator nearing end of service and the generator was replaced as a result. The number of seizures was below baseline and the patient's seizures have returned to normal since replacement.

Event description:
It was initially reported that the patient was having an increase in seizures above pre-vns baseline. The patient was also reported to have been hospitalized due to stress and increase in seizures. The patient had been having ongoing poor sleep, poor diet and increased stress. The patient is on tramadol to help with headaches but the physician was questioning if the medication may be worsening the seizure symptoms since it lowers the seizure threshold. The patient had a generator replacement. The generator was discarded and will not be returned to the manufacturer for evaluation. Good faith attempts for additional information have been unsuccessful to date.